Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure on (B)(6) 2012. According to the complainant, when the physician attempted to grasp tissue inside the patient's stomach with the clip, one of the clip prongs fell off. The endoscope was not in a retroflexed position when the issue occurred. The detached prong was retrieved using foreign body forceps, and the procedure was completed with another resolution hemostasis clipping device. Neither the product nor its packaging was noted to be damaged prior to the procedure. No patient complications resulted from this event. The patient condition was reported as stable post procedure. This event has been deemed reportable based on the investigation results: outer sheath torn.

Manufacturer narrative:
The reported event: outer sheath torn. A visual examination of the returned device found that the device was half deployed. The clip assembly was not returned. The yoke, which was still attached to the control wire, was then actuated and deployed. It was also noticed that the outer sheath was torn near the distal end. As the clip assembly was not returned, the evaluation could not confirm that the clip broke. However, the evaluation revealed that the outer sheath was torn near the distal end of the device. A definitive root cause for this event could not be determined. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.